Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images show with severe thoracolumbar scoliosis poorly compensated sagittally. Compensatory low lumbar and mid thoracic curves show reasonably good compensation on ap but an acute kyphosis sagittally. Postoperative films show excellent sagittal correction. Curve now is decompensated on ap to the right. Construct extends t5-l5 with pedicle screws and crosslinks. Subsequent films show better ap compensation. Construct appears well maintained despite report of loose screw. Report of loosening at s1 is likely l5. This is not evident on small films. Case appears appropriate and well done. Patient and parents are refusing further surgical intervention.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.